Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated ¿unable to proceed¿ errors during a cartridge change and dry run, consistent with an insulin delivery failure linked to a stalled motor in the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem associated with a failure to infuse insulin, traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.